Event description:
It was reported to medtronic minimed that the customer reported the pump due to a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to test for stuck button alarm due to critical pump error (open book image) alarm. History download was successful using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 08/01/2025. Pump error 63 alarms variable 15 (twi) (line number 147 file number 2017) in the detail trace file, suspected on hw. Pump was cut open to perform visual inspection and found corroded pcba 1, corroded pcba 2, moisture damage on the motor and corroded keypad flex traces. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. Perform the history review 2 days prior to the event date 31-jul-2025 in the pump history file and found 1 lost sensor alert on 07/31/2025. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. There were no stuckkeyalarm (61) noted when performing the history review 2 days prior to the event date 31-jul-2025 in the pump history file. However, found stuckkeyalarm (61) on 08/01/2025 in the pump history file. Unable to perform the required tests due to critical pump error (open book image) alarm. Activation-keypad/button unresponsive (stuck button alarm) confirmed in the pump history file due to corroded keypad flex traces. Alarm-aa99-critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Alarm-a357-pump error 63 confirmed due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.